Event description:
It is reported that when trying to insert the liner with screw, the liner fractured.

Manufacturer narrative:
Eval: as returned, material is missing around the polar hole of the provisional. This failure has been previously characterized by development. This failure may be a result of (but not limited to) the following scenarios excessive tightening of the polar screw during assembly, material becoming brittle due to cleaning/autoclave processes, device fatigue due to usage over time, attempts to remove the provisional with the screw installed, and/or impaction during assembly. The instrument was dimensionally analyzed and found to meet print specifications. The device history records were reviewed and found to be conforming. The provisional had a potential field age of approximately 6.5 years at the time of failure. The exact cause of the failure can not be determined.